Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error b30. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The most likely cause of the scope communication error b30 is component failure due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibited no image. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
E1- initial reporter establishment name: (B)(6) hospital of. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.